Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer's blood glucose reading was 288 mg/dl during the call. Troubleshooting was performed. The insulin pump passed the prime and high pressure test. The health care professional stated that the customer was pregnant and that may have been the reason for the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or displacement tests due to the prime anomaly. The insulin pump was returned with a missing address/serial number label.